Event description:
The customer reported experiencing multiple ongoing low blood glucose events since starting to use the pump. On (B)(6) 2025 the customers blood glucose (bg) was 21 mg/dl. Reportedly, paramedics were called, administered carbohydrates and glucose gel, and transported the customer the emergency room. The customer was treated with intravenous fluids of saline. Treatment resolved the issue and there was no permanent damage. Customer was released from the ER on (B)(6) 2025. Recommendation was made to consult with a healthcare provider regarding diabetes management.